Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: evaluation revealed that during investigation of the returned pump, ¿cs069¿ alarm was reproduced at power up. The pump was unable to recover from ¿cs069¿ after reboot. The ¿cs069¿ failure is defined as language file corruption while retrieving the language text. The ¿cs069¿ failure was written as ¿cs087¿ failure in black box. The error is resident to flash chip (u39). Black box confirms that the pump time and date defaulted after por. Investigators opened the pump to investigate- the bt1 component was found to be leaking and unable to hold a charge. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a single component failure. This report is made based on results of investigation completed on (B)(6) 2016.